Event description:
Patient reported that their one touch ultra meter was not working. They kept getting the apply sample symbol on the display. This issue was not resolved with troubleshooting. Patient was applying enough sample to the test strips and was using the correct testing technique. Patient was asked to retest with a new test strip and sufficient sample size, but the issue persisted. Patient had also reported that they "passed out". Medical affairs specialist tried calling the patient, but there was no answer and no option to leave a message. A letter will be sent out to the patient to try and contact them for further information regarding their passing out. At this time, it cannot be concluded that the meter contributed to any event. This case is reported as a meter malfunction since the apply sample issue was not resolved.